Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that a lead revision took place due to previously reported out of range pacing impedances. The lead was connected to this device. Out of range pacing impedances persisted with the newly implanted device. During a follow up noise was observed on the electrocardiogram during dialysis. Technical services discussed the case and noted that the noise pattern appeared to be external and to check ground status of external equipment and to perform a device system evaluation after dialysis. In addition a question regarding the reason only the right ventricular was being sensed was also discussed. Technical services discussed that although current flow may flow in the patients body, the amplitudes signal is dependent on the vector of current flow, and thus it is possible to get a signal on one channel but not the other channels. A follow up was performed and similar noise was reproduced without external equipment and the minute ventilation turned off. It was noted that during the follow up only a telemetry wand was applied to the patient, and although the programmer used was the same the cables were different from the first day to the second day when the follow up took place. A lead fracture was also suspected by the filed representative. Further review by technical services noted that the noise was most likely induced noise by telemetry due to high right ventricular impedance measurements. No adverse patient effects were reported. A revision took place. Upon interrogating the device no noise was seen, however the physician already elected to replace the right ventricular lead due to impedance diagnostics and the noise observed. The right ventricular lead was surgically abandoned, while a new competitor lead was implanted with this device. No adverse patient effects were reported.